Event description:
It was reported to covidien on 12/9/2009 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter fell out when the sutures were removed at 2 weeks post insertion. The cuff had not integrated into skin. The catheter was re-inserted with minor bleeding.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.